Event description:
The manufacturer received information alleging a ventilator failed to power up. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power management board needs to be replaced. Additionally, during the evaluation, the device's rear and front enclosures and dc connector were found to be physically damaged. There were no components replaced. The device was scrapped.